Event description:
#Medwatcher #(B)(4). Have not felt like myself exhausted all the time having the worse migraines periods are lasting longer also bleeding very heavy low vitamin d joint pain lots of pain in my mouth jaw and teeth very irritable weight gain haven't been able to feel healthy for a very long time tingling sensation throughout my body vision seems to fade in and out.